Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received five photographs and one 24g x 0.75in insyte autoguard bc IV catheter. The physical sample resembles the device in the photos. What appeared to be blood residue was observed within the catheter adapter. A microscopic examination revealed a breach or void in the catheter adapter, from which fluid was able to leak. The void appeared to be connected to a knit line and the external surface of the catheter adapter was rounded inward at the breach, which appeared to be consistent with molding damage. Fluid was also infused into the IV catheter, which leaked from the void in the catheter adapter. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaks at the hub. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report leakage occurs from the connector even though it is connected to the catheter. Please confirm is there any cracks found in the hub.